Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lez346 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2019 and the suture was used. During the procedure, the needle broke in half while the doctor was suturing and was lost in the patient. It was recovered after taking him to x-ray. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened box with nine unopened samples of product code j463 lot # lez346 were received for evaluation. During the visual inspection of the nine samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found.